Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer half height 5 all leds were off. The field service engineer (fse) replaced the half height pyxibus module controller (pmc) and drawer control printed circuit board assembly (pcbas), reassigned the drawer positions, and performed a hardware test application (hta) run, which passed successfully. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the report of the medstation es main 6dr, drawer hh #6.1 and #6.2 failures were confirmed during fse testing. According to work order (B)(4) , the field service engineer (fse) reported that medstation es main drawer hh 5.1 and 5.2 were not detected. The fse addressed a failure on drawer hh 5.1 and 5.2 with no led activity. The pcba pmc hh and drawer control pcbas were replaced, and drawer positions reassigned. Hta testing confirmed the issue was resolved. Laboratory inspection confirmed that both pcba dwr cntlr v1.10/v1 (p/n 151622-01), pcba pmc v1.06/v0.09bl hh (p/n151630-01) were received without physical damage, liquid traces, all components present, and good soldering quality. Resistance measurements were performed with dmm on both the drawer and the pmc. It was determined that the pmc is damaged due to the fuse f201, and one drawer controller is damaged due to a short circuit in q501. However, the second drawer was tested with the hta and passed the test successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the issue reported with the medstation es main was determined to be a short circuit generated between a diode (d501) and a mosfet (q501), which caused an overcurrent in the pcba dwr cntrl and the pmc, ultimately leading to the opening of fuse f201.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed and was not detected on the bus. As per part investigation, it was determined that a short circuit developed at a diode, resulting in an overcurrent condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.